Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. However, additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that a patient experienced aseptic loosening with the unknown initial components and exchanged to burch-schneider ring along with cemented cup on an unknown date. After 14 months of bs ring in-situ, pelvic bone fracture was found. (Journal article: comparable results with porous metal augments in combination with either cemented or uncemented cups in revision hip arthroplasty: an analysis of one hundred forty-seven revisions at a mean of five years - ahmed nageeb mahmoud, md, ms orth, martin sundberg, md, phd, gunnar flivik, md, phd).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. A technical investigation was not possible to perform, as the device is not at hand for investigation as no item number was available, the trend analysis was not possible to perform. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: patient experienced aseptic loosening with the unknown initial components and exchanged to burch-schneider ring along with cemented cup. After 14 months of bs ring in-situ, pelvic bone fracture was found. Review of received data - there are 6 x-ray pictures available in the journal. None of them are referring to the pelvic bone fracture. Root cause analysis root cause determination using dfmea: - pelvis fracture due to high impaction / extration force by setting / removing of the implant and cup => possible: it is possible that high impaction was applied and therefore a pelvis fracture was occurred. - injury of or- staff or surgeon, injury of the patient due to wrong handling of device due to missing information => possible: it is also possible that the user did wrong handling of the device and therefore the pelvis was broken. Conclusion summary: a journal was received with the following event description: it was reported that after 14 months of bs ring in-situ, pelvic bone fracture was found. No detailed information about the pelvis bone fracture was received. Therefore, no specific investigation can be done to analyse the reported event. However, based on the given information there are several factors which may have contributed to the pelvis bone fracture. It is possible that the user applied high impaction force and therefore a pelvis fracture was occurred. It is also possible that the user did wrong handling of the device and therefore the pelvis was broken. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).